Event description:
On (B)(6) morning, I gathered with members of my family, my two grown children, their partners and three grandchildren ages 2-5. We used the quickvue rapid antigen test to reassure ourselves that we should gather. When I arrived all had tested and were negative. I did mine and it was positive. I was wearing a mask, and was asymptomatic. I actually felt great. My only recent contacts were my family and occasional masked trips to grocery stores and one toy store. I am very cautious about distancing. I always wear a mask, even with my family and always out in the community ((B)(6)). However, I had been using cotton masks, but in stores added a surgical mask to tighten the seals and add layers. I was in shock, grabbed my coat, boots and went home. Once home I repeated the test taking great care to follow the instructions, as my son had performed the first test. It was still positive. The next day (B)(6) 2021 at 2pm, 27 1/2 hours after the first tests, I repeated the test as instructed on the box. It was still positive. I was able to schedule a pcr test for the next day, monday (B)(6) 2021 at a (B)(6) dept of health testing location. This site was clear across (B)(6), 2 1/2 hours each way which included bringing my own food and urinating on back roads to avoid public spaces. That pcr came back negative the following afternoon. I had a previously scheduled pcr test for wednesday (B)(6) 2021, again with the (B)(6) but in the neighboring town. That day, after going for the pcr, I decided to do another home quickvue antigen test (the 4th test) and it was still positive. The following afternoon my 2nd pcr test came back negative. I called quickvue after reviewing their website information which states of 350 tests there were only 2 false positives. I guess I'm an oddity. The woman not terribly interested in my experience and did not explore possible explanations for my results. She simply said there must be some issue with the user. I wish I had clarified what she meant by that, but I did tell her I am an rn, I'm very accustomed to performing tests like this, I followed the instructions to the letter, and they all definitely had pink lines, albeit a bit faint. I also volunteered that I take a very low dose of levothyroxine (1/2 of a 25 mcg tablet) and some supplements and herbs for inflammation. She did not ask what they were. There is biotin in my b complex tabs but it doesn't come close to the amount that can influence test results as noted on the on-go antigen test website. She repeated, "there must be an issue with the user.....eg this is my fault??" I thought you should know of my experience. I have 2 pcr tests this next week, monday and friday. I'm thankful I can use this service at no cost. Any advice? Would another brand of antigen test (which I can't find anyway) produce the same results? This makes it difficult to visit my (B)(6) mother. Having similar genetics, I worry she'll also test positive after I've driven 3 and 1/2 hours to see her! We both have pcrs friday and will quickly have a visit after staying alone waiting for results thank you. (B)(6). FDA safety report ID# (B)(4).